Event description:
Covidien ligasure maryland jaw laparoscopic sealer/divider (ref: lf1937, lot:33050382x, exp:10-30-2028) was opened to sterile field. Once it was plugged into the esu (electrosurgical unit) box, a message appeared indicating that the device was "used" and did not work. Another ligasure was opened and worked as needed.